Event description:
This report is being filed after the review of the following journal article: wu l., jiang y., cao x., and meng x. (2021), efficacies and complications of internal fixations with philos plate and intramedullary multiloc® nails in the surgical treatment of proximal humerus fractures, american journal of translational research, vol. 13 (10), pages 11786-11796 (china). The aim of this retrospective study was to compare the efficacies of internal fixations with proximal humeral internal locking system (philos) plate and intramedullary multiloc® nails in the surgical treatment of proximal humerus fractures (phf). Between january 2018 to january 2020, a total of 115 patients included in the study were randomly divided into philos group (n=57; 37 male and 20 female; mean age of 43.29±12.76 years) and multiloc group (n=58; 35 male and 23 female; mean age of 42.15±13.26 years). Philos group was treated with internal fixation with philos plate, while multiloc group was treated with internal fixation with intramedullary multiloc® nails. The mean follow-up period was unknown. The following complications were reported: philos group: 1 patient had acromion impingement. 1 patient had infection of incisional wound. This report is for unknown synthes philos constructs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown philos construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.